Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. A batch review will be performed. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that particles were identified inside of the bladder of a large volume intermate. This was noticed after filling with an unspecified solution and before patient connection. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot 14a034, was manufactured between january 15, 2013 and january 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection (via the naked eye) on the two units noted particles ranging between 1.30 to 2.00 mm in size, floating inside the fluid of the bladder. The particles were in the fluid path. The condition was verified via the sample evaluation. The cause/origin of the particulate matter could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.